Event description:
It was reported when using the bd ultra-fine¿ mini pen needle there was mix of product in the pack. This event affected 28 devices. The following information was provided by the initial reporter. The customer stated: "when the package was opened, two boxes of products of batch no. 1006861 were found inside the package of batch no. 0338602." Additional information 12/07/2021: there was no product in the box of batch 1006861, the product with batch number 0338602 was in the box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12/10/2021 h.6. Investigation: a review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Checked 280pcs retention samples. No mix product failure was found. All retains samples within specification. Customer returned 5 photos and 4 boxes. Photos show there are boxes of batch #1006861 inside the shelf cartons as well as the shipper of batch # 0338602. Customer returned 4 boxes are 31gx5mm pen needles box from lot 1006861. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd ultra-fine¿ mini pen needle there was mix of product in the pack. This event affected 28 devices. The following information was provided by the initial reporter. The customer stated: "when the package was opened, two boxes of products of batch no. 1006861 were found inside the package of batch no. 0338602." Additional information12/07/2021: there was no product in the box of batch 1006861, the product with batch number 0338602 was in the box.